Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "filing per form for surgeon. Broken post discovered during surgery."